Manufacturer narrative:
One non-sterile 2.5x15mm firestar ptca balloon catheter was received coiled inside a plastic bag. Residues of crystallized inflation media were observed in the balloon. Bents were observed on the shaft; this condition on the shaft could be related to the way of the unit was sent for the analysis. The balloon was already inflated. The results of the inflation/deflation test of the unit were within specification. Sem analysis results indicate that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. EKG changes is a known adverse event occurring when there is an interruption of blood flow distally to the inflated segment temporarily depriving that area of oxygen. The reported inflation, deflation and withdrawal difficulty were not confirmed. The exact cause of the reported failures could not be determined. Neither the DHR review nor the analysis suggests that the reported issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. It is not known what vessel characteristics and procedural factors (unknown contrast to saline ratio) may have contributed to these events.

Event description:
Inflation/deflation difficulty: this patient with a history of known coronary heart disease was admitted for angiography which revealed a 90%, b-type lesion in the lad. A firestar balloon (fire star 2.5x15mm) was chosen for pre-dilation of the target site. There were no anomalies noted during opening or prepping of the device. The device was attached to a merit inflation manometer and prepped with bayer contrast (ratio unknown). There was no difficulty advancing the balloon through the system and to the target lesion. There was no difficulty crossing the lesion. The balloon was inflated to 12 atms; however, it filled very slowly. The balloon maintained pressure at 12 atms. When the balloon was deflated, it did so very slowly. It took approximately 40 seconds for the balloon to deflate. During this time, the patient experienced st elevation. Medication was administered to address the patient's symptoms. When the physician attempted to withdraw the device, he felt resistance and had to use additional force to remove the catheter. The product was removed intact. The physician succeeded after he changed another balloon.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.